Event description:
Boston scientific received information that the patient implanted with this device and right ventricular (rv) lead reported that his heart stopped beating and was restarted through chest compressions. Approximately two years later, the patient was seen for a thorough device check. During this check, the patient reports to have been informed that the implanted lead was not operating appropriately. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Additional information was received that this devce was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms. Additionally, noise and oversensing on the rv lead were observed. No pacing inhibition was noted. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. A new vvi system was successfully implanted. No adverse patient effects were reported during the procedure.